Event description:
It was reported that prior to use the device was not working. There was no patient involvement.

Manufacturer narrative:
H3: product analysis: evaluation confirmed the reported malfunction of the device not working and is stalled. The likely cause of failure could not be determined. However, it was noted that the input drive shaft bearing is missing, the housing is scratched, the laser markings are fading, the input bearing is worn, the driver, gear ring is corroded and the gears are worn. B3: notified date was considered as the date of event, as the event date was unavailable. G3: aware date used as the date of analysis performed as the event is reported based on evaluation findings. Repertorio ID: 2390125/r medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.